Event description:
Reporting status: serous injury - medical intervention/permanent damage reporting rationale: attempt to remove dislodged stent; dislodged stent implanted in unintended site. Device issue: stent dislodgement. It was reported that the procedure to treat the cx, om, lad and diagonal vessels took seven hours. A total of seven xience and two vision stents were implanted. All lesions were pre-dilated. An attempt was made to implant the 2.5 x 18 mm xience in the om, but it would not cross and the struts became flared. A 2.5 x 12 mm xience was able to cross and was implanted in the om lesion. The 2.5 x 28 mm xience was advanced to treat the lad, but could not get through the left main so the stent delivery system (sds) was removed. Once outside the patient, the stent was observed to have dislodged and could be seen in the left main. An attempt was made to retrieve the stent with a 1.5 balloon, but was unsuccessful. A 3.0 voyager nc was used to deploy the dislodged stent in the left main. During the attempts to retrieve/deploy the dislodged stent, the patient's blood pressure dropped, and was treated with dopamine. Once the stent was deployed, the patient's pressure returned to normal. Other than discomfort due to the length of the procedure, there were no other patient effects. The patient is doing fine. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - hypotension, as listed in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. The anatomical information reported the lad was mildly tortuous and the lesion was moderately calcified, which appears to have contributed to the failure to cross and may have subsequently also contributed to the stent dislodgement. The reported failure to advance and dislodgement appear to be related to procedural circumstances. A conclusive cause for the reported hypotension, and the relationship to the product, if any, cannot be determined.